Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient (B)(6) experienced loss of therapy as the patient was unable to increase stimulation to perception. System diagnostics revealed high impedances. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2017 for lead revision. The alleged lead was observed fractured and was explanted; however the physician was unable to implant the new lead (reference MFR. Report# 1627487-2017-04529). In turn, the scs system was explanted.